Manufacturer narrative:
Product problem should not have been selected in the initial report. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician suspected that the patient had infection at ipg site. Patient recently underwent a lead revision procedure (reference: manufacturer report number 3006705815-2019-04373, manufacturer report number 3006705815-2019-04374) physician explanted complete system on (B)(6) 2019 .